Manufacturer narrative:
Unit received with detached and broken off end cap. Unable to perform displacement test due to detached and broken end cap. Unit received with cracked reservoir tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer advised the bottom of the insulin pump was detached at three sides and was held together via duct tape. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.